Event description:
Regurgitation was seen on echo six days after implant. The following day the valve leaflets appeared tobe filled with thrombus and the product was explanted on day seven. The valve was replaced with no additional patient complication reported.